Manufacturer narrative:
A date of the event could not be obtained from the customer. Samples were only recently received and their evaluation is still in progress. As soon as the investigation of the event is completed a supplemental report will be filed.

Event description:
Customer states there have been approximately 20 incidents of erroneously elevated mcv values with reported lot number of k2edta tubes. Elevated mcv specimens were repeated on the same samples and re-drawn with the same lot number; same results occurred. Recollection with a different lot corrected the values. Instrument service was not contacted. Only other value that was also affected was mchc (falsely decreased due to falsely elevated mcv). Qc was within expected ranges.

Manufacturer narrative:
Complaint (B)(4). Received 34pcs 454209/b2207345 for evaluation. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction is not confirmed. Corrected data: g1: all manufacturers; h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.